Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2011, a (B)(6) female patient contacted zoll customer support to report blisters on her back under the therapy pads. On (B)(6) 2011, a zoll representative visited the patient and reported that the patient's back is rounded and the garment mesh rubs against her spine. The rash was reported red and pimply with yellow puss. The patient contacted her physician. Zoll made multiple attempts to follow up with the patient, but the condition of the area is unknown.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.